Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the right ventricular (rv) lead pacing impedance had been trending slowly upward to a high of 2509 ohms and it was questioned if there was a lead fracture. The rv lead remains in use. No patient complications have been reported as a result of this event.